Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming error 1600. They instructed patient to remove the batteries and restart the pump. The pump continued to alarm. They tried replacing the batteries, but the pump continued to alarm. They then had the patient turn the pump off, clamp the tubing and call the clinic. Settings not obtained because the pump continued to alarm. This event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.